Manufacturer narrative:
The insulin pump was received with high idle current due to shorted lcd driver on the lcd board. The insulin passed self test, displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests. No motor error alarm noted during bolus and basal delivery and the motor was tested outside of the device and passed. The insulin pump has cracked reservoir tube lip, minor scratched display window and cracked case at the display window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call weak battery alarm, motor error alarm, and motor position encoder error. Customer blood glucose level was 126 mg/dl. Troubleshooting was performed for all three issues. Customer was advised that the device would be replaced and agreed to return the product for further analysis.